Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were not separating the serum from the blood. The following information was provided by the initial reporter: the tubes are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation. This report is to capture patient (B)(6). There was one occurrence for this patient.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 8 of 18 it was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were not separating the serum from the blood. The following information was provided by the initial reporter: the tubes are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation. This report is to capture patient (B)(6). There was one occurrence for this patient.

Manufacturer narrative:
H.6. Investigation summary: this complaint is unable to be confirmed. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality were not under statistical control for the month of (B)(6)2023, additional testing may be required. Further clinical testing cannot be conducted as lot number is unknown. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.